Event description:
It was reported that an ilet pump screen became cracked after the user bumped the device against a door frame while it was attached to a clip, consistent with physical damage to the pump display assembly. Symptoms included no reported adverse clinical effects and no alerts or alarms requiring action. Outcomes included continued cgm use with dexcom application or receiver and plans for device replacement with user education that data would not transfer and that a startup process would be required. Investigation included review of shipment status and a carrier claim after the replacement package became delayed in transit. Investigation of this case revealed damage attributable to external mechanical impact to the screen, with no malfunction of internal electronics reported. It was concluded, based on previously established findings for similar reports, that the cause was user-handling impact leading to screen damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.